Event description:
It was reported that the core saber drill overheated during a procedure resulting in a 30 minute delay. The account was unable to confirm whether or not additional anesthesia was used. The procedure was completed successfully with no other patient or user injuries or adverse consequences.

Event description:
It was reported that the core saber drill overheated during a procedure resulting in a 30 minute delay. The account was unable to confirm whether or not additional anesthesia was used. The procedure was completed successfully with no other patient or user injuries or adverse consequences.

Manufacturer narrative:
The reported event was confirmed. The repair technician found th at the motor coil and rotor assemblies were corroded, causing the device to overheat. Based on a review of the device care instructions, moisture infiltration of the unit could potentially result in component corrosion.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.